Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, that she experienced a foreign body sensation, fuzzy vision, vision deterioration and having to squint to see better. In a f/u, the surgeon reported that initially the patient had good vision. The surgeon then reported, the refraction changed as she healed and that the iol had rotated. No further info is expected.